Event description:
It was reported that a 23mm 2700 valve in the aortic position underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6. Based on the information available, a definitive root cause cannot be conclusively determined.